Event description:
It was reported that the patient developed an ulcer at the implant site. Device explant has been scheduled. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.